Manufacturer narrative:
Investigation summary: visual inspection revealed that the delivery tube was returned separate from the loading device. The seal and the tension spring assembly were inside the body of the loading device. The green slide lock and the white plunger were depressed on the delivery device. There was no evidence of blood on the device. Based upon these findings, the reported failure "seal remained in the loader" was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during coronary artery bypass procedure, the seal remained in the loader. A replacement unit was used to complete the procedure. There were no patient effects. The product was returned.